Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated the patient did not look well. She checked the patient¿s blood glucose with a meter and stated it was reading around 50 mg/dl, while the cgm was reading around 80 mg/dl. She called the paramedics and they treated the patient with glucagon before the paramedics arrived. The emergency medical technicians (emts) checked the patient¿s blood glucose when they arrived and stated the values were stable and did not provide any treatment. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.